Event description:
Cardiologist performing coronary angiography and indicated that it was an extremely difficult coronary intervention because of patient's severe aortoiliac disease and severely calcified coronary arteries with tortuosity. After placement of two stents postdilatation was performed with a 3.5 mm nc monorail balloon which was dilated to about 12 atmospheres distally and about 18 atmospheres proximally. Unfortunately, in an attempt to retrieve the nc balloon back in the guide, the balloon catheter broke and the balloon hung up in the left main artery. This occurred despite minimal use of force. Cardiologist and cath lab staff suspect this was due to the tortuosity of the guide catheter and the relationship with the balloon catheter. There was no harm to the patient (balloon removed). Postdilatation had already been performed with excellent angiographic results and no compromise of the diagonal branch, left main or circumflex arteries.